Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, the root cause of the iris and exposure leds on the front panel not glowing uniformly was unable to be identified. Additionally, it¿s likely, the switch 4 on the main board did not work, due to a faulty main board. However, a final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Flickering and lines with noise were displaying on the monitor, and distal end led was not turning "on" consistently due to a faulty receptacle unit. The image was visible; however, there was flickering on the image while shaking the video scope connector. Additional issues were identified during the device evaluation: the pump tubes were found to be dirty; physical damage to the composite port on the main board; and the power switch was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the video system center had a flickering image. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that switch four (4) on the main board was not working due to a faulty main board component. Additionally, the iris and exposure leds on the front panel were not glowing uniformly and were dim due to a faulty front panel. This report is intended to document the reportable malfunction of the switch and the front panel lights not working discovered during estimation.